Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized five times in the last three months due to a high blood glucose level. The insulin pump was also not connecting to his sensor. His blood glucose level was 114 mg/dl. The customer had issues with the sensor. The product was not returned. Nothing further to report.